Event description:
It was reported that the patient was in the intensive care unit. No patient symptoms were provided. The pump was used to deliver morphine and bupivicaine, concentration and dosages were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.